Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 49 mg/dl. Customer alleged the cause was due to the pump alarm not annunciating. During troubleshooting with tandem technical support, the alarms sounded correctly and pump was functioning as intended. Customer required assistance from their spouse to treat their bg level and was given glucose tablets. A replacement pump was sent to customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.